Manufacturer narrative:
On (B)(6) 2016, the customer reported that the cartridge was changed using a new box and no further "issues" occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer reported that the insulin appeared to be gelled when exiting the infusion set tubing. The insulin had not been exposed to any extreme temperature changes and the insulin was not expired. The customer changed the pump supplies and insulin delivery was resumed. There was no damage noted to the cartridge. The customer has not had another occlusion. The customer's blood glucose level was 207 mg/dl and was lowered to 87 mg/dl by the next day. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.